Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated that the buttons were not responsive and that, while rewinding, the insulin pump was not engaging. The customer's blood glucose was 138 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. The customer also received a compromised force sensor system alarm at the time of the call and stated that he had dropped the insulin pump prior to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.